Manufacturer narrative:
(B)(4). Investigation summary : overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device with tooling marks in some beads. In addition, a washer was noted to be bent, caused by excessive force applied during the explant procedure. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2023.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. B3:exact date is unk. Assumed first day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 24369, and no non-conformances related to the malfunction were identified. Additional information was requested, and the following was obtained: did the explant take place on (B)(6) 2023? What is the lot number? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Answer : the device information: size 15 linx. Model # lxmc15. Lot # 24369. Device identifier: (B)(4). Test to identify the erosion was an egd, see below. The patient had symptoms of vomiting and dysphagia. Linx placed in (B)(6) 2021 for severe reflux esophagitis and a hh. She reports since the linx was placed having problems with vomiting. She reports it can be inconsistent on types of foods and liquids. She did undergo dilation about 6 months after placement ((B)(6) 2021) with mild improvement. She has had several studies over the past couple of years to include repeat manometry ((B)(6) 2022), ugi with marshmallow swallow ((B)(6) 2022), and most recently a repeat egd ((B)(6) 2023). On this endoscopy she was found to have erosion of the linx.. No plans for replacement of a linx device. The linx was explanted on (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx explant is scheduled for (B)(6) 2023. Reason for explant is erosion of the device. Unknown as to how the erosion was detected.